Manufacturer narrative:
Investigation completed on 8/29/2017. Device was returned to dsv (european distribution center). In total (B)(4) of this lot and only 1 unit was found defective. The product was packed together with other items into one shipper box. The device was returned without RMA nor indication the product was involved in a complaint. It could be noticed the sealing was broken. It was not a clean cut. The product was picked from a shippable location in the warehouse. According to the dsv edd_whs_iw_integra_handleiding the sealing of the product is checked at incoming receipt and before shipping. No event was logged to indicate there was an issue with the sealing. This is considered as a one time event. Review of device history record: device history record (DHR) of lot number 1165662 was reviewed. Lot number: 1165662. Catalog number: nl850-5076. Device identifier: ((B)(4). Product identifier: (B)(4). Manufacturing date: december 20, 2016. Expiration date: december 31, 2021. The manufacturing, packaging, and sterilization processes ran normally: no anomalies were found in any of the processes. This lot was released on january 10, 2017. No scar, ncr, and/or CAPA related to broken seals was generated during the may -2015 to may 2017 time frame. Upon review of integra's complaint system from may 2015 to may 2017, there is one (1) complaint regarding broken seal (the one under investigation). (B)(4). The root cause could not be determined. However, no unusual event related to the reported failure was noticed during the records review of this lot. The manufacturing, packaging, and sterilization processes ran normally: no anomalies were found in any of the processes. There are controls in place to detect this type of defects.

Event description:
It was reported that the seal from the outer packaging was broken. The issue was detected at receipt of the product. Hence, there was no patient involvement.